Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch down and up cables were broken at the distal clevis hub. The broken cable segments that contained the crimp were still installed in clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. No other damage was found.

Event description:
It was reported that the fenestrated bipolar forceps instrument cables were noted to be frayed and the lateral movement side-to-side wheel was dysfunctional during reprocessing. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.